Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units. There was no reported impact to the customer's blood glucose (bg) levels as customer was using saline to practice the cartridge change process. During troubleshooting with tandem technical support, customer added more saline and continued with the load process.